Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer was failing and required maintenance. A field service engineer (fse) worked with the customer from pharmacy to troubleshoot the issue by running diagnostics, tested voltage on the controller boards, reseated connections on controller boards on auxiliary drawers 2.1 and 2.2 and cleaned underneath the drawers 2-1 and 2-2. The fse also identified one bad cubie pocket on auxiliary drawer 2.2 and rebooted the station to resolve the issue and had the customer test inventory of the drawer 2-1 ,2-2 and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failing and maintenance required. User switched off the station, unplugged and reconnect but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.